Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image displayed during a diagnostic laparoscopic vesicula procedure involving an olympus deflectable videoscope. There was a delay of greater than or equal to 30 minutes and the patient was under sedation. There was no patient injury reported.